Manufacturer narrative:
Device not returned.

Event description:
It was reported that a cartridge alarm occurred during the load sequence. Additionally, it was reported that an occlusion alarm occurred and that the insulin gauge "decreased too quickly." Customer's blood glucose ranged from 162-163 mg/dl. No additional information was provided. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.